Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid via an implantable pump for non-malignant pain. It was reported that the pump refill had forgotten to be scheduled, so the patient went in for follow-up and it said the pump was empty. The patient was off of dilaudid for a week and they were given hydrocodone in the meantime. They went in yesterday and it was thought that maybe the catheter got kinked or something as the pump was reading zero, but then the healthcare provider (hcp) pulled stuff out of the pump. The hcp upped the dosage like 3% when the pump was refilled yesterday. The patient was nauseated, throwing up, and had a bad headache last night. They were in the emergency room today. They asked if they could decrease the dosage. Agent reviewed and redirected caller to the hcp.